Manufacturer narrative:
Philips service replaced the geo q35 ipc coa and verified geometry functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a geometry movement error occurred due to defective geo q35 ipc coa on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.